Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not vibrating. Customer¿s blood glucose was unknown at the time of incident. Customer was assisted with self test and insulin pump did not vibrate during self test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement and self test. No audio or vibrate anomaly noted during test.